Event description:
The reporter indicated that they ran a normal test and lead test that resulted in dc-dc code of 7, limit, high and eri=no indicating a potential lead malfunction. X-rays were done and it was reported that they showed the lead was fractured in the neck area. The reporter also indicated that the patient is very active and frequently falls. It was also reported that during the patient's last exam, the patient would not allow the physician to complete diagnostics and pushed the wand away causing the patient to be programmed to different settings than intended. The reporter also stated that the patient's seizure type changed since the last exam. Before the last exam, the patient experiencing chronic stiffness seizures and now they are experiencing more agitated cluster seizures. It was reported that revision surgery would be done. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. The likely cause of the lead malfunction is due to the patient's activity. The likely cause of the changed programmed settings is due to the patient not allowing the physician to proceed with diagnostic testing. It is unknown why the seizure type would change for this patient; however, the physician reported that he believes it is related to the vns therapy.

Event description:
Product analysis was performed. Setscrew marks were seen on the lead's connector pins. The marks showed evidence of proper mechanical and electrical contact between the general and lead pin. An analysis of the lead portion returned was able to identify lead breaks on the ends of the positive and negative lead coils. Electron microscopy analysis of the positive lead coil could not determine how the break occurred because of metal dissolution on the coil end. This is an indication that stimulation was present for some period of time after the break occurred. Electron microscopy analysis of the negative lead coil end identified a fatigue fracture. No pitting was identified on the negative coil wires examined by electron microscopy. As a result, it was no possible if current was flowing at the time the fracture occurred. The reported high impedance was due to a fractured lead. The concomitant (pulse generator) device was also analyzed. The pulse generator is operating within designed limits, meeting the manufacturer's final electrical test specification. The pulse generator did not show any condition that would have contribution to the increased seizures or suspected lead discontinuity.

Event description:
Further follow-up revealed that the pt underwent ncp system replacement. Both the pulse generator and bipolar lead were replaced. Epileptologist indicated that the pt had experienced an increase in seizure prior to ncp system replacement. It is unk if the increase in seizure was above the pt's pre-vns baseline frequency.